Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 417 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer is still in the hospital. Customer was wearing the pump at the time of hospitalization. Customer was advised that we are sending replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. Customer got no delivery while priming tubing during high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No unexpected grinding motor noise noted during rewind or functional testing. The insulin pump had cracked case at the display window corners, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.